Manufacturer narrative:
The initial medical device report (MDR) with manufacturing report number (3003442380-2026-00246), was submitted on 30-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 31-jul-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-feb-2026 against "lot number 6014310 and similar malfunction code(s): occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The review confirmed that lot 6014310 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-feb-2026 against "lot number" criteria equal 6014310 and similar malfunction codes occlusion issues-cannot be determined, occlusion (e.g., occlusion alarm from the infusion pump may have sounded). (Source/cause cannot be identified, only use when a specific malfunction cannot be determined). If there is no troubleshooting, inconclusive troubleshooting, or partial troubleshoot done and it cannot be concluded to be infusion related, refer to cannot be determined cannot be determined. No escalation required. The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6014310 was manufactured according to the work instruction (wi) version 125 and manufactured in the line inset 8, on 31-jul-2025, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in the complaint (B)(4) on 04/feb/2026. Wi - guidance for visual testing for complaints area version 3: 3 samples out 3 tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: 3 samples out 3 tested passed functional testing for the reported malfunction code occlusion issues-cannot be determined. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following. A comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6014310 and related malfunction codes for occlusion issue. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 and was subsequently hospitalized due to pump occlusions leading to hyperglycaemia. The patient was admitted to the ICU. The blood glucose level was approximately 383 mg/dl, though the exact value was uncertain at the time of the event. The patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.